Manufacturer narrative:
Based on our evaluation, gyrusacmi was unable to confirm a problem with either instrument returned. All function checks passed with the required mating gauges. It is important to note the dispersion pattern of charred debris that was found inside the actuator block is consistent with findings from previous customer returns that occurred when there was an incomplete connection between the electrode and the active cord. In those cases, a review of the active cord and the charring and damage to the active cord clearly indicates an improper connection. The instructions for use advised that a firm contact is needed between the electrode and active cord. To accomplish this connection the electrode must be inserted into the working element first, then the cord snapped into place on the end of the electrode. When removing an electrode and inserting a new one, the cord end must be removed from the actuation block each time and be inserted after the new electrode is in place. If an electrode is inserted into the working element with a cord already positioned in the actuator block, the electrode will not engage into the cord clamp, thus creating a poor connection and likely spark gap condition. In this condition a high voltage electric arc will likely jump the resultant gap when the electrode is energized (this results in the charring of the actuator block). The aqueous environment that typically exists during a procedure can also contribute to the arc conducting to an object other than the electrode, which is often the user of the instrument who has their hand in close proximity to the active cord channel. Thus the user is subjected to a shock or electrical burn.

Event description:
During a urological procedure, the surgeon was burned when he switched from the loop electrode to a roller ball electrode. His finger was burnt through his surgical glove and caused a blister when he went to use the roller ball electrode. He switched back to the loop electrode and finished the case without another event.